Manufacturer narrative:
MDR 3003442380-2024-03894 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states between 06 mar 2024 and 03 apr 2024, it was reported that four infusion sets cannula were bent. The symptoms were noticed within 3 hours of insertion. The set was inserted in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.